Manufacturer narrative:
No product was returned for evaluation.

Event description:
Sales rep. Reported that the screw broke while inserting it into the femur with a b-t-b graft. The surgeon tapped with an 8mm tap. It was confirmed that approximately 5mm of the screw broke free during insertion leaving approximately 20mm in the patient. No additional fixation was needed. The patient's bone quality was good; not a young hard boned patient. The surgeon experienced very little resistance when inserting the screw. No patient injury or procedural complications resulted.